Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a broken shunt valve. A certas plus in-line valve with siphon guard, ventricular catheter with unitized distal catheter was implanted in the patient via a lumbar peritoneal shunt on (B)(6) 2020 with an unknown initial setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). On an unknown date, it was suspected there was a shunt defect. The valve was replaced to a new valve on (B)(6) 2020. When checking the removed valve, it was broken between siphon guard and valve.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). The certas valve was returned for evaluation: failure analysis: the position of the cam when valve was received was at setting 2. The valve was visually inspected; it was noted the silicone housing was cut/torn around the siphon guard and marks in the siphon guard were also noted. The root cause for the broken silicone housing reported by the customer, was probably caused by a sharp or pointed object coming into contact with the silicone housing, as noted in the IFU silicone has a low cut/tear resistance. The root cause could for the marks in the siphon guard are probably due to user error.

Event description:
N/a.